Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not know the date when the unknown error message appeared. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the error message, she consumed less food/drink. She claimed that on an unknown date, she developed symptoms of "sweaty [and] nervous". She was unable or unwilling to say whether the symptoms occurred prior to, or after, the start of the alleged issue. She reported that on an unknown date and time, she self-treated her symptoms with food and/or drink. She reported that her blood glucose level was tested using another device, but she was unable to provide the result from this device, or the date it was obtained. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, potentially after the alleged error message appeared.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.